Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The healthcare provider (hcp) reported the 3889 was going to be removed due to system replacement but fractured during explant. Caller read from the operative report, "we removed the internal wire, with gentle traction we tried to remove the lead but the lead was deeply adherent to the scar tissue and were unable to remove the lead without fracturing it. Unfortunately it fractured below the sacral fascia and did not think it made sense to go after this given there was no internal wire." Caller believes it is just the electrode portion and/or insulation left implanted. Caller inquiring if pt can have MRI.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1cymt serial# . Implanted: (B)(6) 2017. Explanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6). Ubd: 30-nov-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.